Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab catheter damaged is confirmed. Upon return, dried blood was noted within the helium pathway. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the bladder membrane which caused blood to enter the helium pathway. No other leaks were detected during functional testing. No other damaged was noted to the returned sample. The root cause of the bladder leak is undetermined. The most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the iab had a "joint fracture." As a result, the staff used a new catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iab had a "joint fracture." As a result, the staff used a new catheter. There was no report of patient complications, serious injury or death.